Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6)2008, (B)(6)2011, (B)(6)2013)). Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), weight increased ("weight gain"), abdominal pain ("abdominal cramping"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder bladder or urinary problems or changes"), urinary tract disorder ("bladder bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("bloating"), weight decreased ("lost weight"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy on (B)(6)2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, abdominal pain and abdominal distension had resolved and the inflammation, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, fatigue, weight decreased, vulvovaginal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, inflammation, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 26-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 3 (((B)(6) 2008, (B)(6) 2011, (B)(6) 2013)). Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss (specify which one) weight gain") and experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced inflammation ("inflammation"), abdominal pain ("abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder bladder or urinary problems or changes"), urinary tract disorder ("bladder bladder or urinary problems or changes"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, abdominal pain, abdominal distension, vulvovaginal pain and abdominal pain upper had resolved, the inflammation, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, alopecia, fatigue, weight decreased, depression, anxiety and feeling abnormal outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, inflammation, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Events vaginal pain, stomach pain outcomes updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 26-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 3 (((B)(6) 2008, (B)(6) 2011, (B)(6) 2013)). Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss (specify which one) weight gain") and experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced inflammation ("inflammation"), abdominal pain ("abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder bladder or urinary problems or changes"), urinary tract disorder ("bladder bladder or urinary problems or changes"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, abdominal distension, vulvovaginal pain, abdominal pain upper, cystitis, urinary tract infection and vaginal infection had resolved, the inflammation, hormone level abnormal, female sexual dysfunction, migraine, headache, vaginal discharge, alopecia, fatigue, weight decreased, depression, anxiety and feeling abnormal outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, inflammation, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient has received treatment for event pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event bladder infection, urinary tract infection, vaginal infection added. Outcome of the previously reported event- bleeding, bladder/urinary problems updated to recovered. Reporter information was added. Rcc comment was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 26-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 3 (((B)(6) 2008, (B)(6) 2011, (B)(6) 2013)). Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss (specify which one) weight gain") and experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced inflammation ("inflammation"), abdominal pain ("abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder bladder or urinary problems or changes"), urinary tract disorder ("bladder bladder or urinary problems or changes"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, abdominal distension, vulvovaginal pain, abdominal pain upper, cystitis, urinary tract infection and vaginal infection had resolved, the inflammation, hormone level abnormal, female sexual dysfunction, migraine, headache, vaginal discharge, alopecia, fatigue, weight decreased, depression, anxiety and feeling abnormal outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, inflammation, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient has received treatment for event pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Lot number: c06472, manufacturing date: 2013/12/20, expiration date: 2016/12/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3 (B)(6) 2008, (B)(6) 2011, (B)(6) 2013. Concurrent conditions included overweight. Concomitant products included colecalciferol (vitamin d) since 2017 and paracetamol (acetaminophen) since august 2014. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced vaginal discharge ("vaginal discharge") and feeling abnormal ("brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), weight increased ("weight gain"), abdominal pain ("abdominal cramping"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder bladder or urinary problems or changes"), urinary tract disorder ("bladder bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("bloating"), weight decreased ("lost weight"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, abdominal pain and abdominal distension had resolved, the inflammation, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, alopecia, fatigue, weight decreased, vulvovaginal pain, abdominal pain upper, depression, anxiety and feeling abnormal outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, inflammation, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received - new event "depression, brain fog, mental anguish" were added. Outcome for the event were added. New reporter was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 26-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 3 (((B)(6) 2008, (B)(6) 2011, (B)(6)2013)). Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014 and vitamin d nos (vitamin d) since 2017. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2014, the patient was found to have weight increased ("weight gain/loss (specify which one) weight gain") and experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced inflammation ("inflammation"), abdominal pain ("abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder bladder or urinary problems or changes"), urinary tract disorder ("bladder bladder or urinary problems or changes"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, bilateral salpingectomy). Essure was removed on(B)(6) 2016. At the time of the report, the pelvic pain, weight increased, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, abdominal distension, vulvovaginal pain, abdominal pain upper, cystitis, urinary tract infection and vaginal infection had resolved, the inflammation, hormone level abnormal, female sexual dysfunction, migraine, headache, vaginal discharge, alopecia, fatigue, weight decreased, depression, anxiety and feeling abnormal outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, inflammation, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient has received treatment for event pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event bladder infection, urinary tract infection, vaginal infection added. Outcome of the previously reported event- bleeding, bladder/urinary problems updated to recovered. Reporter information was added. Rcc comment was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (batch no. Co6472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3 (B)(6) 2013. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), weight increased ("weight gain"), abdominal pain ("abdominal cramping"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder bladder or urinary problems or changes"), urinary tract disorder ("bladder bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("bloating"), weight decreased ("lost weight"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal distension had resolved and the inflammation, weight increased, abdominal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, fatigue, weight decreased, vulvovaginal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, inflammation, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from pfs+mr: new events: hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, fatigue, abdominal distension, weight decreased, vulvovaginal pain, abdominal pain upper, device monitoring procedure not performed were added. Previously reported event "pelvic pain" outcome updated. Reporter, patient demographic information, all other relevant history updated. Product start date, batch number updated. Fu processed with fu3. On (B)(6) 2018: fu processed with fu2. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal - hysterectomy). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), inflammation ("inflammation"), weight increased ("weight gain") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, inflammation, weight increased and abdominal pain outcome was unknown. The reporter considered pelvic pain, inflammation, weight increased and abdominal pain to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal - hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.